Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The manufacture's service technician confirmed the unit would not power on. The service technician replaced the power supply to correct the problem. Final testing was completed and the unit passed per operating specifications. The power supply was returned to the manufacturer for factory failure analysis. Visual inspection and testing during failure analysis revealed signs of damage to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.